Event description:
It was reported that when an asymptomatic patient presented for a routine device, device post-paced t-wave oversensing was observed in the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable.